Manufacturer narrative:
Concomitant device: 700cc mentor smooth round moderate plus profile saline catalog: 3502700, lot: 6665250. Device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Mentor product analysis lab discovered a rent measuring 3 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. A manufacturing record evaluation (mre) of lot number 6665250 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast implantation procedure with two 700cc mentor smooth round moderate plus profile saline breast prostheses, experienced spontaneous deflation of the left side post-operatively. As a result, the patient underwent removal without replacements on (B)(6) 2018.